Event description:
Patient underwent aaa repair in 2004. One flex main body graft, two iliac leg grafts, and one leg extension graft were placed. The flex device was placed lower in order to save the accessory renals. The patient has a very angulated neck which is outside our instructions for use. This resulted in a type I endoleak an even with a renu device implanted in 2007, the endoleak persisted. The physicians decided to wait for the 4-week follow up to see if the endoleak resolved.

Manufacturer narrative:
Evaluation: this evaluation is still under investigation.